Event description:
A malfunction was reported by the customer, indicated by a malfunction code. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, hence there was no adverse impact. Technical support assisted the customer by providing pump reset information, and after resetting the pump, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction codes recur. The customer acknowledged and understood the instructions.